Event description:
The complainant alleged while attempting to defibrillate a patient (age and gender unknown), the devcie's energy selection was at 200 joules. However the device only discharged 150 joules. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.